Event description:
The surgeon reported posterior capsule opacification. No other details were provided.

Manufacturer narrative:
M-flex lenses are not sold in the united states. The surgeon has been contacted twice for further info regarding this incident. We are awaiting a response. (B)(4).